Event description:
Just slight red [erythema]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), unspecified lot number and expiration date, from an unspecified date for an unspecified indication. Medical history included ongoing osteoarthritis. The patient's concomitant medications were not reported. The patient classified her skin tone as medium (neither light nor dark), she does not have sensitive skin nor any abnormal skin conditions. She has used other heat products in the past for pain relief without a problem. The patient experienced just slight red on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "erythema" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. Comment: based on the information provided, the event of "erythema" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.

Event description:
Event verbatim [preferred term] just slight red [erythema]. Case narrative:this is a spontaneous report from contactable consumers. A 93-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), unspecified lot number and expiration date, from an unspecified date for an unspecified indication. Medical history included ongoing osteoarthritis. The patient's concomitant medications were not reported. The patient classified her skin tone as medium (neither light nor dark), she did not have sensitive skin nor any abnormal skin conditions. She had used other heat products in the past for pain relief without a problem. The patient experienced just slight red on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group on 09mar2020: this investigation was conducted for an unknown lot number of robax neck/shoulder/wrist (nsw) 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction assessment updated. Follow-up (09mar2020): new information received from product quality complaint group includes investigation results. This is a reportable malfunction. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "erythema" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number of robax neck/shoulder/wrist (nsw) 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Just slight red [erythema]. Case narrative:this is a spontaneous report from a contactable consumer. A 93-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), unspecified lot number and expiration date, from an unspecified date for an unspecified indication. Medical history included ongoing osteoarthritis. The patient's concomitant medications were not reported. The patient classified her skin tone as medium (neither light nor dark), she did not have sensitive skin nor any abnormal skin conditions. She had used other heat products in the past for pain relief without a problem. The patient experienced just slight red on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction assessment updated. Comment: based on the information provided, the event of "erythema" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.